Manufacturer narrative:
The intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection revealed surface residuals (particles, fibers and ophthalmic viscoelastic device (ovd) residues) on the iol which indicate that the unit was handled and prepared for surgical use. The lens was also observed with one haptic broken most probably related to the removal process. The customer's reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when an intraocular lens, model zcb00, was implanted, the lens was tilted. The lens was removed and replaced with a another model, z9002, which was inserted in the sulcus. No further information was provided.